Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: the nausea and vomiting is not related to pd therapy but the patient¿s underlying medical issue of diabetes. The patient was discharged to home (unknown date) where they continue to complete pd therapy utilizing the liberty select cycler. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there is no allegation of a device malfunction reported for this event.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized due to vomiting while undergoing their pd treatment. Upon follow up the pdrn confirmed the patient was in treatment on (B)(6) 2022 when they went to the hospital for nausea and vomiting that was occurring for two days. The pdrn stated she had seen the patient in the clinic the same day and the patient was vomiting at that time. The issue was attributed to the patient's diabetes. It was additionally stated that the patient was admitted for hypertension and hyperglycemia, no values were reported. The pdrn stated the reported events are not related to pd therapy and attributed the hypertension and hyperglycemia to the patient¿s underlying medical issues. The patient was discharged to home on an unknown date and continues to complete pd therapy utilizing the liberty select cycler without issue.